Event description:
Reporter stated that patient received the following results, with two different meters within 10 minutes: 3.8 mmol/l (compact plus system) and 11.5 mmol/l (mobile system). Customer was having hypoglycemic symptoms of feeling "unwell" at the time of the results. The customer ate lunch and tested at an unspecified time later on an unspecified system and received a result of 8.0 mmol/l or 9.0 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system.